Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was hit and the touch screen became cracked and unresponsive. The customer's blood glucose was not impacted. Customer confirmed that an alternate method of insulin delivery was available.